Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the return electrode monitoring (rem) was not alarming. During the maintenance test with the decade box the light was staying green past 145 ohms. Even when I turned it up to 170 and 180 it was staying green. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.